Event description:
(B)(4) study. It was reported that patient had chest pain. In may 2013, the patient presented with unstable angina (braunwald classification iiia). Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for elective cardiac catheterization. Target lesion was located in the mid right coronary artery (rca) with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm study stent. Following post dilatation residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, the patient experienced chest pain and was hospitalized for the same.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient underwent cardiac catheterization with intervention for the event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the stent was widely patent.